Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that delta cer head 12/14 32mm +1 and pinn mar +4 10d 32idx48od were involved in a reported event. The event concerned premature wear of polyethylene and ceramic materials, leading to two revision surgeries for replacement of the insert and head. The patient required corrective invasive procedures, and the impacted implants were explanted.